Event description:
During a procedure using the tx microtip, smoke was visible from the needle insertion point. The device was removed from the patient and a skin burn was noted. Burn and pain treatments were administered to treat the patient.

Manufacturer narrative:
Follow-up report #01. Sections b4, d9, g6, h2, h3, h6 and h10 have been updated with new information. The device was returned and evaluated. Due to the state in which the device was received, functional testing could not be performed. Disassembly of the device revealed a local point of damage on the outside of the microtip needle near the open end of the outlying case nose tube. It appears the needle had been pushed against the case nose, leading to friction and local heat during operation. It is unclear what specifically led to the side loading / angling of the needle.